Event description:
This patient's generator was explanted due to prophylactic replacement and underwent product analysis (pa). During pa, a visual assessment on the printed circuit board assembly (pcba) showed contaminates on the trimmed edge of the pcba. The battery was removed. The pcba was subjected to an electrical test where the results showed that the pcba failed several electrical tests, specifically related to supply current. After the trimmed edge of the pcba was cleaned, an electrical test was performed in which the pcba performed according to functional specifications. Based on the electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. No further relevant information has been received to date.